Manufacturer narrative:
The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site had issues verifying their straight suction in a case. They were finally able to verify it, but it took some time. Once they were able to verify it, the health care professional felt they were inaccurate with the suction. They were verifying superficially on the canthus. At the same location, they felt accurate with other instruments. They re-registered the patient twice, but the same result of being inaccurate with the suction and accurate with other instruments was true. 2 mm inaccurate, it is unknown in which direction the inaccuracy was. They re-verified the suction to check the distance to divot error. The site stated that "when they first put the suction into divot as recommended distance to divot was between 3.1-3.3 if they rotate the suction around it fluctuates between 2.2 and 2.9 at 180 degrees it verified at 1.9". The site also stated that the suction was bent. There was less than an hour delay in the case. No impact on patient outcome.